Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as the fire was unstable, the tissue was re-grasped and after that, the vessel sealer extend (vse) instrument worked without problem. Less tissue was grasped and that solved the issue. No backup vse was used, and the surgeon did not connect the vse to the erbe. There was no tissue effect observed during the sealing cycle. No tissue was cut that was not fully sealed. There was no unexpected additional bleeding experienced by the patient. It is unknown if the vessel was greater than 7 mm in diameter, but the diameter was large. There was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. The surgeon believes that the vse grasping too much tissue is what caused the vessel sealer issue. The instrument is not available for return to isi for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument. A review of the advance log review for the vessel sealer extend (vse) instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs showed that the vse instrument was installed 6x and passed homing 6x. The instrument completed 11 cut events. The e-100 generator logs showed 1 coagulation event with no error and 12 seal events with 4 high initial starting impedance errors. The instrument was used for 29 minutes. The logs did not show any relevant errors. The customer complaint could likely be related to the high initial starting impedance errors which typically occur when attempting to seal too much tissue between the instrument's jaws. The other instruments used in the procedure were used with the integrated electrosurgical generator unit (iesu). The e-100 generator was possibly only used with the vse instrument in this procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the vessel sealer extend (vse) instrument did not fire. The user reseated the energy cable to the e-100 generator, and energy was delivered through the vse instrument but the firing was not stable. The user received phone assistance from the technical support engineer (tse). The tse advised the user to connect the vse instrument to the integrated electrosurgical generator unit (iesu) and check the firing result with the iesu. The user was instructed to perform a power cycle on the e-100 generator and prepare a spare vse instrument if the issue was not resolved. The user would consult with the surgeon and call back if needed. The procedure was completing as planned with no reported injury.